Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: "slight accumulation of fluid, up to 0.2 cm thick" (seroma) via MRI. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Laboratory analysis summary: device photograph(s) for the device related to the reported event of cyst(s) and seroma-late requested on (B)(6) 2025. With lot number 2837286 and catalog n-27-mx105-225. Seroma-late: unable to observe as it is a medical event that is not related to the device. Cyst(s): unable to observe as it is a medical event that is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient reported "slight accumulation of fluid, up to 0.2 cm thick" and "single cysts" via MRI. Physician confirmed events. This record is for the left side. Device was explanted and replaced with non-abbvie device.